Manufacturer narrative:
H10: a philips authorized service provider (asp) determined replacement of the motor control (mc) printed circuit board assembly (pcba) was needed for correction. The asp replaced the mc pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting an ovp circuit failed error was found in the log of the v60 ventilator. The issue was identified during a service evaluation; the unit was not in clinical use. There was no harm. A philips authorized service provider (asp) evaluated the device in preparation for field change order (fco) service activities. The asp found diagnostic code 1127 (ovp circuit failed) in the device event log. Investigation ongoing.